Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the tibial artery. The target lesion was located in the severely calcified superficial femoral artery (sfa). A 5.0mmx80mmx80cm sterling¿ balloon catheter was advanced to dilate the lesion. However, on unspecified inflation at unspecified pressure, the balloon ruptured. The device was removed intact and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).